Event description:
It was reported that during an unknown procedure, the clips jumped and others were not well applied even if force was applied to the handle. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.